Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. There was no excessive no delivery alarm. The pump was received with a scratched lcd window, a cracked reservoir tube lip, and a scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a scratched lcd window, a cracked reservoir tube lip, and a scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump for the last 3 weeks. Customer's blood glucose is over 600 mg/dl. Customer's blood glucose is elevated. Customer stated that she has a back-up plan and has treated with the pump. Customer stated that the alarm just occurred. Customer stated that the alarm occurred during bolus and basal. Customer reported that the alarm is recurring and the issue has not been resolved. Troubleshooting was performed and the customer stated that the insulin exits with manual prime. Customer was advised to assemble a new infusion set and reservoir. Customer programmed a 5.0u fixed prime into the air. Customer stated that the pump alarmed no delivery. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.